Event description:
It was reported that surgeon performed an exeter trident case at (B)(6) on tuesday (B)(6). He implanted an exeter short stem as his primary stem ((B)(4), lot: g3047711), claiming the femoral canal was too tight to receive a standard 44 #0 stem, which was the required offset. The surgery was completed as originally planned using 44 shirt stem implants.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.